Event description:
It was reported that there was a slippage. There was no pt injury. Add'l info was requested and the following was provided on (B)(4) 2013: the customer did not know the info requested. There was no pt injury. It was believed it was discovered when it slid a little while pt was being positioned. No add'l and further info provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.